Event description:
It was reported that after the pump replacement (end of life) patient had "no more effect of therapy". The catheter was replaced and the patient was having "effect of therapy again". It was indicated that the catheter was 10 years old. It was noted no interventions and no injury. The patient outcome was noted as "o.k." The drug in the pump was compounded baclofen.

Event description:
The patient did not experience any symptoms. Two contrast studies showed no leakage. There was no malfunction detected. The pump will not be returned.

Manufacturer narrative:
Catheter: model 870936, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial MDR was filed as manufacturer's report # 3007566237-2012-00377. Additional review indicated the correct manufacturing site was site # 6000030. The catheter was incomplete; returned in segments. Analysis of the catheter revealed acceptable testing.

Manufacturer narrative:
(B)(4).